Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited failure to capture. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.